Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 64 year old female patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During use, the patient developed an access site bleed. A blood transfusion of 2 units was required as a result.

Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. The root cause of the access site bleeding was not determined since product was not returned and there is insufficient clinical information.